Event description:
I must wear soft contact lenses due to errors made by the dr who removed cataracts and improperly inserted both implant lenses. I began wearing soft contacts about eight months before the event. One morning, the right eye began getting red soon after installing the contact. By noon I was seeing an eye dr. For about 48 hrs the white of the eye was bright blood red. Medication fixed the problem without after effects. I was told to change cleaning solution brand. After seeing the recent recall for advanced medical optics cleaner, complete moistureplus solution, I found that this is what I was using when the event happened. The good news is that I still have the partial used bottle and also an unopened one that came in it's twin pack. Would you like to examine them for contamination?. The contention by the MFR that the users were at fault makes me very angry. I always do a careful washing of hands and eyes before putting the lenses in or removing them. Diagnosis or reason for use: soft contact lens cleaner / storage solution. Event abated after use stopped or dose reduced: yes.